Event description:
I had a right total hip arthroplasty (B)(6) 2010. A watson jones muscle sparing incision. An adm 46 mm cup was installed and an abg ii modular 125 long retroverted neck from stryker medical was implanted along with an adm liner placed with a -4 28, v 40 biolox delta ceramic head. Final lengthening was 4 mm. I continued to have groin pain and period of inability to weight bear on the right leg. The pain in the groin area began to get worse. I was unable to sleep more than 2 hours at a time until pain and stiffness required me to move positions. I was unable to stand or sit or drive/ride in a car with great pain. By (B)(6) 2012 I was unable to perform the necessary travel and sitting at a desk for my sales position. I required a total hip revision surgery on (B)(6) 2012. Diagnosis for surgery requirement was local adverse local tissue reaction from metal ions not an infection. The adverse local tissue reaction/pseudotumor caused destruction of some gluteus minimus and portion of the rectus femoris anteriorly along the joint, also adductor close to the proximal medial femur. This effected tissue was removed. Some cracking of the proximal anterior femur occurred and needed cabling. Reason for use: right hip congenital dysplasia.